Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the user failed to connect the device to the oxygen supply. The root cause was determined to be user error. There was potentially reported patient harm due to desaturation. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The hamilton-c6 was moved to the neurosurgery and connected to the patient. After the start of ventilation (fio2 was set 60%), spo2 decreased and did not improve even after about 8 minutes, so the nurse switched to manual ventilation. At that time, fio2 was actually measured from 20% to 23%. Since the spo2 value began to return due to manual ventilation, the c6 was reconnected, but spo2 did not return to the original level. She noticed a ventilation alarm and found that the o2 tube was not connected.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert of the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the user failed to connect the device to the oxygen supply. The root cause was determined to be user error. There was potentially reported patient harm due to desaturation.

Event description:
The hamilton-c6 was moved to the neurosurgery and connected to the patient. After the start of ventilation (fio2 was set 60%), spo2 decreased and did not improve even after about 8 minutes, so the nurse switched to manual ventilation. At that time, fio2 was actually measured from 20% to 23%. Since the spo2 value began to return due to manual ventilation, the c6 was reconnected, but spo2 did not return to the original level. She noticed a ventilation alarm and found that the o2 tube was not connected.